Event description:
Patient indicated that their defibrillator ¿went off¿ when they were near a speaker at church, and this occurred with their previous biotronik device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).